Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 451 mg/dl at the time of incidence. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. Customer explained she woke up with blood glucose value 110 mg/dl and 105 mg/dl this afternoon and they had lunch and delivered 7.1 units of insulin and recheck blood glucose value and it was 416 mg/dl. Customer took manual injection and declined to troubleshoot. The insulin pump will not returned for analysis.